Event description:
Pt participated in a (B)(4) at vertebral levels 1, 2, 3, or 4 to evaluate the clinical and radiographic outcomes in pts diagnosed with cervical degenerative disc disease (ddd) between c2 - c7. Preoperative diagnosis was symptoms of radiculopathy. Pt was implanted with a vectra-t cervical plate and a cc acf spacer at levels c3 c4, c4 c5, c5 c6, c6 c7 with pedicle screws at c3, c4, c5, c6, and c7. Pt had been experiencing pain for 1 month. Surgery date was (B)(6) 2007 and postoperatively, pt experienced weakness in fingers, requiring pt. This complaint is on the left 16 mm variable angle screw at c7. This is report 10 of 11 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental report. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.